Event description:
It was reported that the gastrointestinal videoscope presented an image noise. The event was found during inspection before use. There were no reports of patient involvement.

Manufacturer narrative:
Based on the results of the investigation, and although the definitive root cause of suggested event could not be determined, the event most likely occurred due to deformation of the plug unit. Additionally, the investigation confirmed a burned plastic distal end cover most likely due to the insulation resistance at the distal end not meeting the standard value. However, the definitive root cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.